Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported, approximately five years and two months post implant, the right atrial lead had high thresholds, no capture and undersensing and was concluded non-functioning. Consequently, a lead revision procedure was completed: lead capped and a same brand lead implanted uneventfully. No patient complications have been reported as a result of this event.